Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has reached end of life (eol). Additional information received from the field representative indicates the device change out was delayed due to infection. Further, additional information received from the medical records indicates the device was explanted due normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.